Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and, as a result, experienced dizziness, blurred vision, and a loss of consciousness. The customer was unable to self-treat and was treated with oral sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and it was observed that usb port was damaged. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not powering on. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the power adapter and the power adapter voltage was measured and it was not within specification range. Power adapter failed testing. Visual inspection has been performed on the the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable was passing the test. The returned reader was further investigated and de-cased and placed it into the reader test fixture to download log. Unable to download reader log due to reader did not connect to software. An extended investigation has been performed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and damage was observed to the pins of the usb port which was due to use related. The returned reader was not powering on with button depression, cable and strip insertion. Attempted to connect the reader to computer and the connection was unsuccessful, as it was not recognized. Further inspection of the pcba revealed contamination around the internal usb port pins. The reader battery was measured and it was not within specification. The battery was replaced with a known good battery and the reader powered on with button depression. The reader was then placed into the test fixture to download the event log. The damaged usb port prevents the customer from charging the reader which leads to the reader not powering on. The issue is not confirmed to use due to damage usb port. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and, as a result, experienced dizziness, blurred vision, and a loss of consciousness. The customer was unable to self-treat and was treated with oral sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.